Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), the 3-way stop cock was attached to the flush port of the dilator without issues. However, while flushing the device, water was observed to be leaking under the 3-way stopcock connection, at the flush port from the dilator. The 3-way stopcock was then removed and replaced, but the issue recurred. A fine crack in the plastic was observed. Therefore, the sgc was removed and replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. In this case, although the device was not returned, however, based on the reported information provided, the reported cracked dilator flush port resulting in the reported leak/splash appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.